Event description:
It was reported that patient underwent total hip arthroplasty in 2004. Patient was experiencing pain and radiographs indicated acetabular loosening. Revision procedure was performed in 2006, finding excessive metal wear.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation of explanted device found scratches and re-polishing due to continued articulation. Scratches likely resulted from third body debris.